Event description:
A rotatable ostium punch was in use in a pt's nasal cavity. During the anterior ethmoidectomy procedure, the movable jaw place broke off. The metal object was retrieved without difficulty. No pt injury was reported.